Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the air supply volume did not meet the standard value due to clogging of the nozzle. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: there was a chip and a crack on the bending section cover adhesive; the water removal ability did not meet the standard value due to clogging of the nozzle; dots were smudged and connected on the 1a water detection sticker; the suction cylinder was shaved; the upward/downward knob had corrosion; the adhesives around the objective lens, the light guide lens, and the bending section cover had a white clouded area. Lastly, there were scratches found on the plastic distal end cover, and the connecting tube. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer also flushed the air/water nozzle with water and air. It is unclear if the customer has any idea about what is the foreign material and if they flushed the air/water nozzle/channel with the detergent solution. It is unknown if there was any delay in the start of the precleaning, if the customer presoaked the endoscope in the detergent solution, and if the they wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope's air supply was insufficient. This was discovered during preparation for a diagnostic procedure. The procedure was completed using the same device and there was no report of patient harm. The device was returned, evaluated, and a foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.